Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was found to have a leak. The home patient noted that even after the transfer set was locked and minicap was placed, there was still a leak. The event occurred during use. The transfer set was exchanged about three months ago. The patient returned to the hospital to have the transfer set exchanged after the issue was found. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed broken occluder feet. Functional testing, including leak testing, clear passage testing, and clamp function testing, was performed. Leak testing and clamp functional failed due to broken occluder feet. The reported issue was verified. The reported issue was verified. The cause of the broken occluder feet was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.